Event description:
It was reported that a trial lead was defective and high impedances were measured on several electrodes when the multilead trialing cable (mltc) was connected to test stimulation. A faulty connection was suspected so the mltc was disconnected and reconnected in a different position, but high impedances were still measured. The mltc was suspected to be defective so a new one was opened, but the impedances were still high. When the mltc was tested with a different lead, there were no impedances problems. The electrode that did not have high impedance was used to test stimulation, but no stimulation was generated at 10.5v. A new lead was opened and used and the procedure was completed without any problems. The high impedance had resolved and stimulation was generated.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead; product ID 355531, serial# (B)(4), product type: screening device; product ID neu_stylet_acc, lot# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead found the conductor on the proximal end of the lead was broken. The #7 conductor was broken 0.9 cm from the proximal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.